Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dizziness, headache and hypersensitivity. There was no report of serious patient harm or injury. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. The customer complaint was confirmed as loud faulty blower, evidence of water ingress to moog blower, and secondary findings as evidence of water ingress to the pca, accessory door was missing. The device's downloaded logs were reviewed by the manufacturer. There was one error found. The manufacturer concludes that they could confirm the customer's allegation.